Event description:
This x-ray system did not have fluoro or chine functionality while a pt was on the table.

Manufacturer narrative:
Conclusions: the investigation found a defective interface board ((B)(4)). However, the exact root cause is not known. This board (which might have contributed or caused the reported problem) replacement fixed the problem. Failure rates and reliability of components are monitored and this board has no exceptional or increased failure rate. There is no required mandatory field action.